Manufacturer narrative:
The technician replaced the caster to resolve the issue.

Event description:
Info received indicates the caster brake would lock and hold, but caster would rotate if pushed on the side.